Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm or occlusion - unknown timing not confirmed. P-cap or reservoir locked properly in place. Device received with broken belt clip rails. Device received with pillowing keypad overlay. Device received with minor scratches on the display window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a scratches on the screen and making it difficult to read at night. Customer stated the insulin pump had weird coloring and had random and unexplained insulin flow block alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.